Event description:
This lead was implanted on (B)(6) 2005. And was explanted and replaced on (B)(6) 2011. For an unknown reason. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).